Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 95% stenosed, de novo, proximal circumflex (cx) lesion. The pt was given an IV angiomax bolus and then started on an angiomax drip. The physician predilated the lesion with a 15 mm balloon. The physician then successfully deployed a taxus express2 8.8% 3.5 x 16 mm drug eluting stent at 12 atms. The physician then reported that the balloon deflated very slowly. However, the cath lab log reports that the balloon was inflated for 35 seconds. The delivery device was removed from the pt intact. The stent was then post dilated with a 10 mm balloon. There were no pt complications. The pt was given 300 mg of plavix and was transferred to the telemetry floor.